Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during plastic surgery, the suture breaks in the manipulation with the needle holder. It could influence in the process of cicatrization increasing the risk of discrimination by malacality, losing the tension of the same. The case was completed by using other unit of suture. There was no patient injury.